Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the day prior to report, when they went to charge, the ins was already fully charged but that it shouldn¿t have been because she normally charges daily and the battery would usually deplete by then. The patient stated yesterday they pressed the stimulation on button and the patient felt the stimulation throughout her body, much more than she normally does and the patient had to turn it off. It appeared the stimulation was somehow turned off, which could account for why the ins battery did not deplete as it normally does. It was reviewed that turning stimulation on abruptly without first lowering amplitude could account for the uncomfortable stimulation experienced when stimulation was turned on yesterday. Additional information was reported that the patient spoke with manufacturer representative and they determined that the patient needed a patient programmer. The patient never received a patient programmer. The patient was redirected to the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the account and physician via a manufacturer representative on (B)(6) 2017 reporting that the patient was education and the stimulator was interrogated. The patient was well and there was no additional information available about the patient or stimulator. Patient weight was asked nut unknown. No further complications were reported.